Manufacturer narrative:
(B)(4): the tip of the driver was discarded. With the available information, a cause or contributing factor cannot be identified.

Event description:
It was reported that the tip of the driver broke off in the domino screw. The tip was removed with ease. No patient complications were reported.